Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the blue cap attached to the line. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between march 8, 2025 ¿ march 10, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and white drug residue located at the connection between the blue winged luer cap and flow restrictor was observed which suggests a small leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.